Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (750 mcg/ml at 179.21 mcg/day) and bupivacaine (40 mg/ml at 9.558 mg/day) via an implantable pump for non-malignant pain. It was reported that the pump was flipped and there were no identifiable factors that contributed to this event. Per the doctor¿s office, an x-ray completed within the past month showed that the pump had flipped. Surgery was performed on (B)(6) 2021 to reposition the pump with the right side up in the pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿.